Event description:
It was reported that high capture threshold was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event and the patient was in stable condition.